Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having differences between sensor glucose and blood glucose readings. Customer stated that she will test and her blood glucose will be 114 mg/dl but the sensor will suspend with a sensor glucose value of 56. Customer stated that it keeps going off with alarms. Customer was sleeping and her sensor glucose value was 56 but her blood glucose level was 108 mg/dl. Customer was advised that a replacement sensor will be shipped. Customer ate candy because she thought it would bring her sensor glucose value up. Customer stated that she lowered her settings to 65 and tried changing it to 60. Customer checked and her blood glucose went down to 98 mg/dl.